Event description:
Device malfunction: suture knot unraveled. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported a technician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the suture knot was found to have unraveled during deployment. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse effects. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.